Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician indicated the dislodgement may have been attributed to a lead helix malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching. There was blood on the proximal conductor. The connector of the lead was extrinsically bent. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 6947-65 lead implanted: (B)(6) 2013. (B)(4).